Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, which was reproducible with isometrics, oversensing and pacing inhibition without asystole. The ICD was successfully explanted and replaced. No additional adverse patient effects were reported.